Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead was only capturing intermittently when the patient moved their arm and the lead was thought to have possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.